Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration, unknown baclofen with an unknown dose and concentration, and unknown morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient experienced withdrawal. The patient stated that it happened when their healthcare professional (hcp) re did their pump. It was noted that the patient's had a new hcp dealing with their medicine and they did not have the dosing right from what the other hcp had, so therefore the patient was hospitalized due to the withdrawal. The patient's current status was unknown. It was noted that the drugs mentioned was/provided was the drugs the patient had at time of withdrawal and hospitalization. The patient requested a new identification card with new hcp listed. The event date was noted as 2017 (patient stated it happened sometime in 2017). No further complications were reported/anticipated.